Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced, resistance was met with the mildly calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the noted kinked and ultimately resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal circumflex (cx) artery with mild tortuosity and mild calcification. After pre-dilatation, a 3.0 x 38 mm rx xience prime stent delivery system (sds) was advanced to the lesion but resistance was met with the calcification and the stent implant became dislodged from the balloon. The stent was removed using a snare device. A new 3.0 x 38 xience prime was deployed at 12 atmospheres to treat the lesion. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.